Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4)

Event description:
It was reported that the right atrial lead impedance was lower and there was a measurement of 133 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The atrial lead impedance decreased from approximately 300 ohms in november 2010 to less than 150 ohms in (B)(4) 2011.